Event description:
Seat belt alarm did not sound when unbuckled, resident "stood up tried to take two steps and fell", per resident. Seat belt alarm checked by plant mgr; stated it was malfunctioning.